Manufacturer narrative:
H.6. Investigation summary: one sample was received for evaluation. It has embedded particles in the barrel wall. Two photos were provided, both photos show the sample with the embedded particles in the barrel wall. Failure mode is verified. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 4th complaint for the lot# 7179512 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 7179512 during this production run.

Event description:
It was reported with the use of the bd¿ slip tip sterile syringe there was an issue with barrel with brown foreign matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ slip tip sterile syringe there was an issue with barrel with brown foreign matter.